Manufacturer narrative:
The customer reported two suspected lot numbers 21d28h93 and 21d07h93. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a 2 piece titanium adapter and the patient connector of a peritoneal dialysis (pd) transfer set; further described as ¿titanium very loose¿. This was observed during use of the device for peritoneal dialysis therapy. As a result, the registered nurse tightened the connection and the titanium adapter was not replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted for suspect lots 21d28h93 and 21d07h93 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.